Manufacturer narrative:
This event also includes device (B)(6) / (B)(4). Devices (B)(6)/ (B)(4) and (B)(6)/ (B)(4) are included in a separate report. H10: this event also includes device (B)(6)/ (B)(4). Devices (B)(6)/ (B)(4) and (B)(6)/ (B)(4) are included in a separate report.

Manufacturer narrative:
This event also includes device 22128535/ 04993024009585, 22188171/ 04993024009585 and 22429395/ 04993024009578. H6: code 213- a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code 22- according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. H6: code 3331 type of investigation code 213 investigation findings . Code 22 investigation conclusions . Code 515 component code. H10: code 213- a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Code 22- according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. This event also includes device 22128535/ 04993024009585, 22188171/ 04993024009585 and 22429395/ 04993024009578.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and non-gore balloon catheter for abdominal aortic aneurysm and the right common iliac aneurysm. As a concomitant procedure, embolization of the right internal iliac artery and inferior mesenteric artery were performed. After deploying the trunk - ipsilateral leg endoprosthesis, the first (pla320400j/22128535) and the second aortic extender endoprosthesis (pla320400j/22188171), type iiia endleak was noted. The third and fourth aortic extender endoprosthesis (pla280300j/22492806) were deployed but the endoleak was not resolved. It was reported that the left renal artery was unintentionally covered by the fourth aortic extender endoprosthesis. In addition, retrograde aortic dissection from the central edge of the fourth aortic extender endoprosthesis and the right renal artery dissection were observed. Percutaneous angioplasty in the ostium of the left renal artery, and stent deployment in the right renal artery were performed. The flow to both renal arteries was still weak. After deployment of all devices, access rupture of the left femoral artery was observed. Patch plasty (5400-c:-additional procedure other - other/unknown) was performed. The patient tolerated the procedure. The physician suggested that touch up using non-gore balloon catheter was too strong. Multiple touching up might have contributed to the entry at the proximal end of the cuff. The dissection would have extended to the right renal artery. On (B)(6) 2020, abdominal ultrasound scan showed endoleak. The patient underwent reintervention. Type iiia endoleak was confirmed during the procedure. Four additional aortic extender endoprosthesis were deployed. The amount of endoleak decreased, but it was not resolved. The patient will be monitored. The physician stated that the proximal neck was tightly tortuous.

Manufacturer narrative:
H6: added hei code 4629.